Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. It is reported that end-user was given a drink of water to rinse out her mouth. (B)(6) will notify the patient's primary care provider. In addition, a material safety data sheet (msds) was provided by fax and via email, and was advised to place product out of reach of the patient, and were instructed to contact convatec with any questions, concerns or further issues, an investigation request sent to the manufacturer on (B)(6) 2013. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information becomes available, a follow-up report will be submitted. Reported to the FDA on december 11, 2013. (B)(4).

Event description:
Charge nurse reported that a female confused patient ingested 20ml to 30ml of aloe vesta cleansing foam, and the patient reported her mouth felt like it was burning.